Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25 mm navitor vision was implanted successfully. Post procedure, the patient experienced difficulty with blood pressure not rising. Using transesophageal echocardiography and other methods, the cause was identified as suicide left ventricle. No left ventricular outflow tract obstruction was observed. After administering volume and medication, the patient was safely discharged.

Manufacturer narrative:
It was reported that the patient experienced difficulty with blood pressure not rising due to suicide left ventricle post successful navitor implant. No left ventricular outflow tract obstruction was observed. After administering medication, the patient was safely discharged. The device remains implanted and will not return to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g. Procedure imaging), however this information was not supplied by the site. Based on the information received, the cause of the reported hypotension could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.